Event description:
Facility alleged that the bed when plugged in, there is a large spark emitted at plug. Facility said they had someone got shocked from it. Facility said there was no injuries. Facility did not have a serial number of the bed. Facility could not produce any documentation on an incident where somebody had gotten shocked from a bed. She did not have any specific bed involved in the alleged event. Tsr installed the power resistor kit.